Event description:
Procedure type: gastroplasty. According to the reporter: during the surgical procedure, it was verified that the last staple line was opened. The problem occurred during the confection of the neo stomach. To correct the problem manual suturing was performed, using non-absorbable suture. There was excessive bleeding (over than 500cc) for seven days and it was necessary to perform blood transfusion. The surgical time was extended. The hospital stay was prolonged by seven days due to the bleeding. Patient medical history includes obesity.

Manufacturer narrative:
(B)(4).